Event description:
On december 10, 2021, senseonics was made aware of an incident where patient reported glucose values above 200 mg/dl. The patient reported three examples. Eample one: (B)(6) 2021 11:54 am cet, example two: (B)(6) 2021 7:50 am cet, example three: (B)(6) 2021 2:10 am cet. However, no glucose values (blood glucose and sensor glucose) nor any other information was provided.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The complaint was investigated but not confirmed, as the customer's system was not synced during the reported period. The available data reveal no malfunction, and the system is working properly as can be seen in data management system (dms).